Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet with a dexcom g7 after announcing a dinner and consuming a salad, chicken noodle soup, and some bread; the user observed the device weight setting was 500 lb despite an actual weight of 146 lb and then adjusted the weight in the ilet. Symptoms included hypoglycemia with a nadir of 68 mg/dl for about one hour, which the user treated with cranberry juice and yogurt, without loss of consciousness or other acute effects. Outcomes included no professional medical intervention and no hospitalization. Investigation included customer support troubleshooting and user education, including correction of the device weight setting. Investigation of this case revealed a use-related parameter configuration error involving an incorrect weight entry that could have contributed to insulin dosing and hypoglycemia, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.